Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fibers sheath was damaged at the tip at 112,080 joules of use. The case was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be burnt and drilled through, exhibiting detritus and devitrification and melted glass; the shrink tube was also found to be burnt and melted. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.